Manufacturer narrative:
The device was returned to olympus for evaluation. Inspection of the device found the image to be blurry with a b30, scope communication error, present on the device screen due to a shorted cable, confirming the user report. If additional information becomes available following the investigation, this report will be supplemented.

Event description:
It was reported that during an unknown procedure the device showed blurry images. No further details provided regarding the reported event .there was no patient impact or injury reported. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, it is presumed that the reported phenomenon occurred due to unexpected stress on the cable due to the user's handling. As stated on the IFU (instruction for use) the user manual states: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable. Olympus will continue to monitor complaints for this device.